Manufacturer narrative:
For the one pending event, the investigation could not identify a product problem. The cause of the event could not be determined. The complained patient samples were investigated. The samples arrived in questionable condition and the results measured by the customer could not be reproduced.

Manufacturer narrative:
Serial number continued (B)(4). The investigations found: for 4 events: the investigation determined the service action resolved the issue. For 8 events: the investigation did not identify a product problem. The cause of the event could not be determined. For 1 event: the investigation did not identify a product problem. The specific cause of the event could not be determined. The malfunction is consistent with a pre-analytical handling issue. For 2 events: the investigation is currently ongoing. The follow-up actions were: for 1 event: the field service engineer determined there was an electric failure and liquid level detection (lld) noise errors after sampling. The lld noise errors may have caused the sample to not be pipetted. The fse replaced the lld circuit board and adjusted the static brushes. No errors were observed after re-starting the instrument. The customer performed calibration and qc which were within specification. The customer has not had any further issues. For 1 event: the samples were rerun. There were no problems with the other samples. For 1 event: the field service engineer (fse) checked and adjusted the sampling mechanism position. The fse checked the mixer mechanism operation and found the mixer paddle was bent. The fse replaced the mixer paddle. The fse checked the mixer mechanism position and rotation along with the pinch tube that was found to be acceptable. The fse ran a performance check and qc that were acceptable. For 1 event: the field service engineer (fse) checked and adjusted the probes in all positions. The fse checked the cell rinse tube, cleaned the wash station, and checked and cleaned the water filter. For 1 event: the customer declined a service visit as they think the issue was due to a clot. For 1 event: the customer cleaned the probes and sippers and performed liquid flow cleaning. The field service engineer replaced the pinch tube, checked for bubbles in the reagent, checked the micro-bead mixer and checked the voltage of the sample pipettor. For 1 event: the field engineering specialist found that the measuring cell voltage was drifting. He adjusted the measuring cell voltage. He performed successful calibrations, qc testing, performance testing, and precision testing. For 1 event: the field service engineer found that the fluidic lines of the instrument needed to be cleaned out. The fse performed 30 measuring cell preparations to clean the flow-path of the measuring cell. A system volume check and instrument performance was completed with no issues. Qc was acceptable. The customer has had no further issues. For 1 event: the customer changed the reagent. For 1 event: the field service engineer replaced the bead mixer. The customer has had no further issues. For 1 event: the field service representative adjusted the tension in the sample/reagent belt and replaced the table cover assembly. Qc was completed and was within an acceptable range. For 2 events: the follow-up actions were not provided. For 2 events: the follow-up actions have yet to be determined. The reported event involved an automated analytical device that is serviced in the field and not routinely returned for investigation. This device is not labeled for single-use and is not reprocessed or reused.

Event description:
This report summarizes 15 malfunction events. Questionable non-reproducible results were generated by the cobas e411 disk analyzer. The events involved a total of 17 patients with the following: ten patients had questionable elecsys hcg + beta test system results. Three patients had questionable elecsys estradiol iii assay results. One patient had a questionable elecsys ft4 ii result. One patient had a questionable elecsys ige ii immunoassay result. One patient had a questionable elecsys afp assay result. One patient had a questionable elecsys tsh assay result. For 9 patients, the patients' ages ranged from 26 - 40 years old. The other 8 patients' ages were requested but were not provided. For 4 patients, the patients' weight ranged from 123 - 288 pounds. The other 13 patients' weights were requested but were not provided. For 11 patients, 11 were female. The other 6 patients' genders were requested but were not provided.

Manufacturer narrative:
For one of the pending events, the investigation determined the customer was using non-roche tip/cups which caused the discrepant results. The required roche products are documented in product labeling for this assay.